Event description:
On (B)(6) 2018, a redo mvr was performed where a 15mm masters series valve was explanted and a second 15mm masters series valve was implanted. The first 15mm masters had been implanted on (B)(6) 2016 for the surgical treatment of mitral stenosis secondary to posterior leaflet restriction and fusion of the antero-lateral commissure of unknown etiology initially diagnosed in 2015. Additional surgical history included repair of an infradiaphragmatic tapvr, patch closure of a secundum asd and repair of pulmonary venous confluence stenosis in 2014. Additional information was requested, but not provided. (Clinical study patient ID: (B)(6)).

Manufacturer narrative:
An event of valve explant during a redo mvr was reported. Morphological and histopathological examination found the leaflets were freely mobile, opening and closing completely and easily. There was focal fibrous pannus ingrowth that had encroached onto the top orifice rim area, but did not reach into the inner diameter. Areas of chronic inflammation were noted within the sewing cuff; however, no acute inflammation or significant calcifications were present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the redo mvr remains unknown. Information from the field indicated the patient had a surgical history that included repair of an infradiaphragmatic tapvr, patch closure of a secundum asd and repair of pulmonary venous confluence stenosis in 2014.

Event description:
On (B)(6) 2016, a 15 mm masters series valve was implanted for the surgical treatment of mitral stenosis secondary to posterior leaflet restriction and fusion of the antero-lateral commissure of unknown etiology initially diagnosed in 2015. On (B)(6) 2018, redo mvr was performed and the 15 mm masters valve was explanted for the implant of a second 15 mm masters valve. Per field, previous surgical history include repair of an infradiaphragmatic tapvr, patch closure of a secundum asd and repair of pulmonary venous confluence stenosis in 2014. Additional information was requested, but not provided. (Clinical study patient ID: (B)(6)).